Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using the covera vascular covered stent. On (B)(6) 2025, sometime post placement procedure the stent allegedly folded. The patient experienced swelling. Balloon angioplasty was performed, followed by re-lining with a bare metal stent.

Manufacturer narrative:
H11: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: two x-ray images were provided for evaluation. A reduced stent diameter towards the inflow direction could be verified. The stent has been placed in a curved section of the cephalic arch. Based on the images, no indication was found that a device deficiency or a material defect contributed or caused the deformation of the stent. Based on information available and evaluation of the images provided, the investigation is closed with confirmed results. A definite root cause for the reported issue could not be identified. Labeling review: relevant labeling for this product was reviewed. Potential complications and adverse events were found to be referenced. The instruction for use states that potential complications may include but are not limited to: new lesions in the access circuit requiring reintervention, thrombotic occlusion, restenosis of the target lesion requiring reintervention and others. Covered stent specific events that could be associated with clinical complications such as misplacement, migration, embolism, fracture, compression, kinking and insufficient covered stent expansion. Instructions for correct deployment of the covered stent were found to be described in the instruction for use. Regarding selection of the correct size of the covered stent the instruction for use states: "special care must be taken to ensure that an appropriately sized device is selected. In the case of a diameter difference between the inflow and the outflow end, utilize the following as the reference vessel depending on the type of access. For an av graft access, utilize the graft diameter and for an av fistula access, utilize the inflow vein diameter." Regarding precautions, the instruction for use states: "the effect of placing the device across a previously placed bare metal stent has not been evaluated." G2, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent stent graft placement procedure using the covera vascular covered stent. On (B)(6) 2025, sometime post placement procedure the stent allegedly folded. The patient experienced swelling. Balloon angioplasty was performed, followed by re-lining with a bare metal stent. Current status of patient is unknown.